Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30273021m number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed.  Still pending is the manufacturer record evaluation. Therefore, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a female patient ((B)(6),165cm) underwent cardiac ablation procedure with thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After mapping in the right ventricle (rv) with the ablation catheter for approximately 10 minutes, the physician switched to gain arterial access. Before this happened, patient¿s blood pressure dropped. Pericardial effusion had occurred and drain had to be inserted. The caller stated that the effusion likely occurred due to the thermocool® smart touch¿ bi-directional navigation catheter perforation of the rv during mapping. No ablation was performed and case was aborted. No high force was noted on the carto. No visitags used and no ablation was performed. No extended hospitalization was required and the patient had fully recovered. In the physicians opinion, the event was not related to product malfunction (the physician did not imply fault with catheter). No transseptal was performed. The agilis sheath (st. Jude medical) was used. The flow was set to 2ml/min for mapping. No error messages were observed on biosense webster equipment. Graph, dashboard and vector features were used for force visualization.